Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The compalint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the screw was broken-off near the proximal threads. No other abnormalities were observed. Complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel, prying or leveraging while still loaded, improper bone preparation or flexing the joint during insertion. The bone tunnel, causing the implant to hit the edge of the prepared hole. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was originally reported that the screw broke during insertion. Follow-up investigation: half of the screw remained inside the patient. According to the surgeon the device is well fixed inside the patient. Also the surgeon reported that an extended skin incision was necessary